Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited unspecified over-sensing and high pacing impedance measurements. Patient status was not provided.